Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the blade of the device never engaged. The device was not used in a procedure. Another device was pulled and used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results of the 2d5lt device found that it was received with the reset button in the armed position. Due to the returned condition of the instrument, no further testing could be performed to evaluate the reported incident of the blade not getting engaged. No conclusion could be reached as to what may have caused the reported event. The batch history records were reviewed with no anomalies noted during the manufacturing process.